Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) have not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient's passing. Manufacture dates: monitor: 5/6/2014, electrode belt: 8/28/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. Prior to passing, on the day of passing, the patient received two treatments from the lifevest. At 9:34:59 am, the patient received the first treatment from the lifevest. The patient's rhythm at the time of the treatment was ventricular tachycardia (vt) at 170 bpm, and the post- shock rhythm was sinus rhythm at 45-60 bpm transitioning to sinus bradycardia at 15-20 bpm with sinus pause of approximately 5.30 seconds, transitioning to an idioventricular rhythm. The device acted as designed and delivered an appropriate treatment to the patient. At 9:35:24 am, the patient received the second treatment from the lifevest. The patient's rhythm was an idioventricular rhythm at 35 bpm. The post-shock rhythm was sinus rhythm at 30 bpm with pacs, pvcs, and hb. Amplitude oversensing contributed to the false detection. The response buttons were not pressed during the event. The patient reportedly passed away in route to the hospital in the ambulance.